Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. It was unable to perform occlusion, prime and excessive no delivery tests due to the alarm. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during. Customer was disconnected during prime. The drive support cap is protruded. Blood glucose value was 91 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.